Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil / ECG checks). System/ image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burns. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 12, defines proper patient positioning and padding to prevent warming during MRI scans. The root cause of the injury could not be determined. No further actions are planned at this time.

Event description:
It was reported that a patient sustained burns on her chest and forearm after an mr scan with a signa horizon cx. The patient was positioned head first and supine with her arms at her sides, she sustained a first degree burn of 5 cm on her right forearm and three blisters of 1 cm for a combined blister size of 3 cm on her chest. Based on hospital follow up with a patient warming questionnaire, the patient was padded away from the bore and to prevent skin to skin contact and looping. The patient was treated with ice and a cold cream.